Event description:
Customer reported she was hospitalized. Customer explained that she has had shoulder surgery on (B)(6) 2014 and on (B)(6) 2014 she had a fever and went to the emergency room to make sure there was not an infection from the surgery. The hospital confirmed she had pneumonia and was sent home. She was still feeling sick so she called the doctor on (B)(6) 2014 and was told to go back for x-ray to check the pneumonia. On the (B)(6) she started feeling worse and confused. She was admitted to the intensive care unit and discharged on the (B)(6) . Customer connected the tubing back and her blood glucose went high. She blolused but it didn't go down; treated with manual injection. Customer also reported she has been experiencing sensor reading discrepancies for about 6 months. Customer receives multiple calibration errors. Current sensor reading was 90 and blood glucose value was 150 mg/dl. She has not noticed any bent cannulas on previous sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-92275.